Manufacturer narrative:
Based on the information provided, this was a use of device issue with no malfunction of the device. Without a lot number a review of the manufacturing records is not possible. Per the instructions-for-use provided with the device, ¿visualization must be maintained throughout the course of the entire surgical procedure. Additionally, laparoscopic removal of the echo 2¿ positioning system frame must be performed under sufficient visualization of the entire device and surrounding anatomy, to ensure proper removal. Maintain constant visualization and ensure no tissue or organs are caught while removing the frame through the trocar.¿ should additional information be provided, a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
As reported, during a laparoscopic ventral incisional hernia repair procedure on (B)(6) 2021 using a bard/davol phasix st mesh w/echo 2 positioning system, the surgeon was experiencing resistance when attempting to remove the echo 2 ps frame through the trocar. After pulling multiple times and meeting resistance, the surgeon identified that the bowel was being pulled and not the frame. As the bowel and frame had become entangled, the surgeon untangled the frame and removed it. Due to the bowel involvement, the patient remained in the hospital overnight for observation and then discharged home the following day. There was no patient injury as a result of this event.